Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported the patient had last felt stimulation ¿four to five days ago¿. The patient denied any recent trauma, but did state she lifted ¿some things¿ that she ¿probably shouldn¿t have.¿ it was noted that the patient was unable to make adjustments both with, and without, the antenna attached to the programmer. During the call report, the patient had concurrently been charging the device battery and reported seeing ¿seven coupling bars and 50-75% of the battery shaded.¿ reportedly however, when the patient then turned the device on, the device indicated, on the communication screen, that it needed to be charged. The patient was advised to follow up with her health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.